Manufacturer narrative:
Follow-up # 1 date of submission 04/28/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings:the battery cap was not able to be secured to the returned pump or a test pump. Visual inspection of the battery cap revealed that the threads were stripped. The battery cap contact height measurements were found to be out of the required specifications. Unrelated to the complaint, evaluation revealed that the pump¿s display was dim and discolored. A test display was inserted and found to function properly. No other pump defects were observed.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap would not come off the pump by using the animas cap removal tool. Customer support instructed the patient to use a coin and needle nose pliers and the cap was not able to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.